Event description:
A medtronic rep reported unexpected behavior while in a procedure using framelink 5. The surgeon alleged the coordinates were not correct on the pt. The frame was placed high on the pt due to large skull. The medtronic rep at the site checked exams on a different planning station and coordinates given by framelink were correct. The surgeon discontinued the use of the stealthstation treon guidance system, and rescheduled the surgery. There was no injury to the pt.

Manufacturer narrative:
No parts or files have been returned to the MFR. Software has not been evaluated as of the date of this report.